Manufacturer narrative:
(B)(4). Performed a visual inspection of the returned item found it to exhibit signs of repeated use, the post and the anterior of the post feature have fractured off all pieces were not returned. The device history records were reviewed for deviations and/ or anomalies with no deviations/ anomalies identified. Medical records were not provided. A definitive root cause cannot be determined. Evaluation of the returned device identified the fracture was consistent with the tasp fractures analyzed in zrm. The zrm identified that the common failure modes for the tasp devices include either bending overload or low cycle fatigue culminating in bending overload as evident by the presence of hackle marks, river lines and striations features on the fracture surface. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00928.

Event description:
It was reported that while trialing during an initial knee arthroplasty the device fractured. No pieces were retained in the patient. Attempts have been made and no additional information has been provided.